Event description:
Customer reported an over infusion of chemo medications. The pt was to receive a 4-day regimen of chemo medication: cisplatin, cyclophosamide, doxorubicin and etoposide. The four day course completed in 2 1/2 days. The pt was transferred to the ICU and as of (B)(6) remained hospitalized for an electrolyte imbalance. The customer does not allege any product failure. The customer attributed the over infusion to user programming. The pc unit and pump modules remain in service they were not identified or sequestered. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported over infusion of chemo medications. The devices will not be returned as they were not identified or sequestered.